Event description:
It was reported that a cartridge alarm 20 occurred. There was no adverse impact to the customer's blood glucose level. The caller was able to successfully load a cartridge and resume insulin therapy, resolving the issue.